Event description:
It was reported that the patient stated there was a bleed around patient's vagina and also had a urinary tract infection. The doctor was able to help but still needed assistance as soon as possible urgently. Medical intervention was provided. It's unclear if lot number was requested. Used with flex wicks. No additional information provided. It's unclear if troubleshooting was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The instructions for use were reviewed. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated there was a bleed around patient's vagina and also had a urinary tract infection. The doctor was able to help but still needed assistance as soon as possible urgently. Medical intervention was provided. It's unclear if lot number was requested. Used with flex wicks. No additional information provided. It's unclear if troubleshooting was provided.